Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Please note, that this case is an alert from an independent, nonprofit organization and may not represent that an actual malfunction or defect occurred. Report is being filed out of an abundance of caution.

Event description:
As reported by the user facility: b braun-streamline dialysis sets: may be defective and leak (ecri exclusive hazard report) problem: 1. Streamline dialog dialysis sets may be kinked, missing clamps, or have leaking pods.  Defective sets are from several lots. 2. If a blood set pod leaks, there is a risk of air emboli, blood loss, and staff exposure to blood. 3. Sets that have missing claps and kinks require replacement, causing staff to waste time and waste the set. No injury reported.